Event description:
Patient started using the retainer brite cleaning tablets in 2007. A couple of days later he started feeling a pain and tightness in the left area of his chest. He was following the instructions located on the box and rinsing the appliance thoroughly. He also had a burning and slight pinching in the throat. He could taste the tablets, even after he stopped using the product.

Manufacturer narrative:
.